Manufacturer narrative:
(B)(4). A batch review will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and an evaluation was completed. A visual inspection was performed with no issues noted. Upon conclusion of the investigation, the reported damage could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp on the cassette line was damaged. The patient stated the problem was observed when the over pouch of the device was opened. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.